Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience shortness of breath, headaches and hives. The patient was prescribed medications as a form of medical intervention. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged caused the patient to experience sleep apnea,shortness of breath,headaches,irritable,skin issues,lack of focus and energy and hives. The patient was prescribed medications as a form of medical intervention.the patient reported using an ozone based disinfection device.there was no medical intervention required by the patient. The reported event of caused the patient to experience sleep apnea,shortness of breath, headaches,irritable,skin issues,lack of focus and energy and hives. The patient was prescribed medications as a form of medical intervention.the patient reported using an ozone based disinfection device.based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.if any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.